Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was detected during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between may 30, 2024 and june 1, 2024. H11: the device and a photograph were received for evaluation. The actual device and the photograph were visually inspected, and it was noted that there was a small cut or tear approximately 3mm in length near the upper right side of the eva (ethylene vinyl acetate) lay-flat portion of the bag. Functional testing was performed, and a leak was observed from the small pin hole size punction observed near the left side edge of the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.